Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the patient developed pericardial effusion. Pericardiocentesis was performed and patient was stabilized. The leadless ipg was implanted successfully after two depl oyment attempts and remains in use. The delivery system was used during the implant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: brand name: micra / model #: mc1avr1 / expiration date: 08-apr-2022 / serial#: (B)(4) / UDI #: (B)(4) / device available for evaluation: no / mfg date: 14-jan-2022 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.